Manufacturer narrative:
The customer¿s report of a high rate issue was not confirmed. The pcu event log shows that the pump module was programmed to infuse a custom concentration of pentamidine at 10:55 am on (B)(6) 2018. The user entered 64mg for the drug amount and 100ml for the diluent volume, which made the concentration 0.64mg/ml. The user entered (B)(6) for the patient weight, which made the dose 4.267mg/kg. The user entered yes for the guardrails warning ¿concentration is below guardrails limit of 2mg/ml. Proceed?¿ the vtbi was 100ml. The user entered 1 hour for the duration, which made the rate 100ml/hr. The user started the infusion. At 10:56 am, the user changed the vtbi to 70ml. At 11:00 am, the user paused the infusion and then restarted it at 11:01 am. At 11:05 am, the user channeled the device off and the system was shut down and powered off. The volume recorded as being infused during this period was 13.468ml. The root cause of the customer¿s report of a high rate issue was not identified. The event description stated that the user expected the rate to be 33.3 gtts/min. However, gtts/min is not an option for programming or infusion calculation on the device.

Event description:
The customer reported that a 100ml infusion of pentamadine was programmed to infuse at 100ml/hr for 1 hour. The user expected the rate to be 33.3 gtts/min, however, it calculated at 110 gtts/min. There was no patient harm.